Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that while reviewing the insulin cartridge change process, he primed 25 units of insulin and found insulin leaking at the luer lock. The patient checked the connections and primed again, he again found insulin leaking at the luer lock. The device was not in use when the leak was identified. No adverse event was reported. The infusion set was requested to be returned for product evaluation.